Event description:
It was reported that during the implant attempt that right ventricular replacement lead helix would not extend. The lead was not used. Another lead was implanted. It was further reported that there were 2311 mode switch episodes due to atrial oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. Further testing revealed that several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared damaged at implant. It was also noted that the distal conductor is distorted in the connector.